Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 25 mcg/ml prialt at a dose of 6.676 mcg/day via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. In the pump logs it was seen that on (B)(6) 2017 the patient's pump had a motor stall in 9:12 that recovered at 10:09. The patient could not remember where she was at the time of the motor stall but had not had an MRI. No symptoms were reported and no further complications were expected or anticipated.